Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The end user has reported: accolade stem failure at the neck of the stem.

Event description:
The end user has reported: accolade stem failure at the neck of the stem update december 11, 2020: reviewed photos of devices shows liner wear.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a accolade stem was reported. The event was confirmed based on medical review method & results product evaluation and results: visual inspection: the device was returned in used condition and it can be observed that fracture of stem at the base of the trunnion. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Material analysis: not performed as this event does not relate to material integrity. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated, unlabeled x-ray ap pelvis: uncemented right tha with displaced fracture of stem at the base of the trunnion. The modular head remains in the acetabular component. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. While the event description appears to be confirmed by the single x-ray provided, insufficient information is offered to create a medical report for this case. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 24 april 2008 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that accolade stem failure at the neck of the stem. The event was confirmed based on medical review. A review of the provided medical records by a clinical consultant stated the following comment: undated, unlabeled x-ray ap pelvis: uncemented right tha with displaced fracture of stem at the base of the trunnion. The modular head remains in the acetabular component. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. While the event description appears to be confirmed by the single x-ray provided, insufficient information is offered to create a medical report for this case. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.